Event description:
It was reported that st elevations and death occurred. A left atrial appendage (laa) closure procedure was performed; a 31 mm watchman flx pro closure device and a watchman trusteer access system (was) were selected to be used. During the procedure the patient was under general anesthesia, the vascular access was obtained via the left groin with a 12 french sheath for the intracardiac echocardiography (ice) catheter and via the right groin with an 18 french working sheath for the was. The ice catheter was advanced through the 12 french sheath, and a versacross guidewire was introduced through the 18 french sheath and advanced under fluoroscopic guidance. The versacross system was connected, and the was sheath was advanced over the guidewire into the superior vena cava (svc). Transseptal access was obtained without issues or delay, with the puncture position noted to be inferior/anterior, and bubbles were observed during the transseptal puncture. The laa pressure was 16 mmhg. A pigtail catheter was positioned in the laa, and the physician flossed the septum using the access system. The ice catheter was then advanced through the transseptal puncture into the left atrium and positioned in the pulmonary artery (pa) view. The pigtail catheter was advanced over a guidewire into the laa, after which the guidewire was removed. The c-arm was positioned in the working angle, and contrast was injected into the laa. Based on the anatomy and measurements, a 31 mm closure device was selected. The delivery system was prepared in a sterile fashion, flushed under positive pressure, and inspected with a flashlight and dry gauze to confirm the absence of air before insertion. The delivery system was introduced using a wet-to-wet connection and advanced under fluoroscopy. Once the distal marker bands were aligned, a left-to-right connection was made, the flex ball was formed, and the closure device was advanced into position and deployed. A mural gap was noted on fluoroscopic contrast imaging, prompting recapture and redeployment of the closure device; however, the closure device was then noted to be positioned too proximally. During this time, staff in the control room notified the physician of electrocardiogram (ECG) changes concerning for st segment elevation. The closure device was recaptured, and anesthesia simultaneously reported that the patient had become bradycardic and hypotensive. An effusion sweep was performed using ice, with no pericardial effusion identified. Medications were administered per physician order, and the procedure was paused to stabilize the patient. Despite these efforts, the patient condition continued to deteriorate, and cardiopulmonary resuscitation (CPR) was initiated. After multiple rounds of CPR and advanced cardiovascular life support (acls), the patient could not be resuscitated, and the patient passed away.

Manufacturer narrative:
Although this report is for a watchman delivery system, we are notifying you of the field action for product advisory on the watchman access systems since these two components are used together in left atrial appendage closure procedures.